Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: date unknown/ not provided. Lot#: unknown/ not provided. Catalog number: the catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The healon pro is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The healon pro is not an implantable device. Reporter phone number: (B)(6). Device manufacture date: unknown as product lot number was not provided. Device evaluation: the healon product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A historical review of the manufacturing production order number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown, an investigation could not be performed, and no malfunction or product deficiency is confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on several occasions the surgeon noticed a very fine white crystals, filament when implanting an intraocular lens (iol) which he could every time remove the filament with phaco from the patient's eye. The surgeon uses healon pro and healon 5 pro products and he suspects that the cause of the phenomenon is the healon product, rather than the dcb00 lens. It was indicated that the doctor removed the foreign material from the patient¿s eye during the eye flushing procedure with the ai (aspiration/irrigation). No material is available. The healon material has been discarded. It was confirmed that the issue did not affect the patient's daily activities and that the patient has fully recovered. There were no medical or surgical interventions required. There was no delay in procedure reported. No additional information was provided. This emdr report is for the healon pro product. Separate report is being submitted for the healon 5 pro product.